Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the percutaneous transluminal coronary angioplasty procedure to treat a mildly calcified, de novo lesion in the moderately tortuous left anterior descending (lad) coronary artery, a 014 hi-torque (ht) versaturn f 190 hc guide wire was advanced in the vessel, followed by advancement of an unspecified balloon dilatation catheter (bdc) to the lesion. After completing dilatation, an attempt was made to retract the bdc, but the bdc was difficult to retract and became stuck on the guide wire (was unable to be advanced or retracted). Both devices were withdrawn as a single unit. The procedure was completed without further issue using the same versaturn guide wire with other unspecified devices successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional, and dimensional inspections were performed on the returned device. The reported difficulty with positioning was confirmed; however, the reported removal difficulty was not confirmed due to the damages on the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.